Event description:
Reporter stated the infusion device shut-down while the customer was sleeping, and she woke with a blood glucose level of 300 mg/dl. The infusion device displayed a battery low warning at 6:20 a.m., and she was unable to confirm if the device emitted sound or vibration before shutting down. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.